Event description:
It was reported that a spectrum pump displayed system error 105 during therapy in the acute care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the eval impact evidence was found on the processor board shielding tape and backflex. Further investigation found excessive motor bearing wear with shaft end play, and black material around the bearing. The motor mechanical assembly was inspected and tested. The outer gearbox bearing was worn and the bearing cage was broken. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.